Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted infusion pump. It was reported the pump went dry a little over a week ago. The patient was sleepy for the last 4-5 days and thinks it was due to withdrawal. The patient had a refill today and the hcp said there was a 236 service code- low reservoir alarm that had went off. The patient noted they can't hear very well so they couldn't hear the alarm. It was noted the patient's pump was to restart at midnight. The patient wasn't sure if they were getting drug as they were sleepy and had a headache.